Manufacturer narrative:
Updated fields - b4, d8, d9, e1(occupation, contact person name), g1(contact person-mfg site), g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11. Corrected fields- b5, b6, b7, d10, h6 codes (heath impact). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the alarm history was checked in maintenance mode, fault #139 (communication error between the power management board and executive processor board) had occurred. The main power switch was repeatedly turned on and off, but there was no reproducibility. The connections of each board were checked according to the service manual. Regular inspection was performed and the results were good. Based on the device evaluation, the reported failure mode was not confirmed as there were no non-conformances identified. Probable root cause for unable to power-up failure is transient communication error between the power management board and executive processor.

Event description:
It was reported that during daily inspection, when the hospital clinical engineer turned on the main power the cardiosave intra-aortic balloon pump (iabp) did not start up normally and a critical alarm was reported. After turning the power off once and turning the main power on again, the system started up normally without any problems. There is no patient involvement.

Event description:
It was reported that during daily inspection, when the hospital clinical engineer turned on the main power the cardiosave intra-aortic balloon pump (iabp) did not start up normally and a critical alarm was reported. After turning the power off once and turning the main power on again, the system started up normally without any problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.